Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue was confirmed to be caused by defib/pace flex bridge cable pins damage. The defib/pace flex bridge cable was replaced to remedy the issue. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.